Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe had scale marking issues. The following information was provided by the initial reporter translated from japanese: "scale misaligned."

Manufacturer narrative:
H.6. Investigation summary: customer returned (6) 0.3ml, 30 gauge, 8mm syringes from lot 1214681. Inspection of the syringes found that the graduation markings were not perfectly horizontal. However, the deviation of the markings is minimal. Measurement the placement of the graduation markings found that these markings were within acceptable parameters. A review of the device history record was completed for batch # 1214681 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the scale being misaligned. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe had scale marking issues. The following information was provided by the initial reporter translated from japanese: "scale misaligned".